Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event was not necessary as the issue was confirmed within the internal system. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in 10938952doc_p. After conducting a thorough investigation, we found that there was lag observed in the 15 minute inactive push notification processing which was causing this issue. After stopping the respective push notification jobs and resetting the offset to the current time to consume from the most recent information, the issue was resolved. The configuration change was as follows: stopped flink periodic transformation and flink inactive notification jobs. Reset the offsets for the consumers a. Flink-inactive-notif-kafka-reader b. Flink-pp-transform-kafka-reader re-started flink periodic transformation to consume messages from additional kafka topic partitions re-started flink-inactive-notif-kafka-reader to consume the latest messages to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: mobile apps team validated and confirmed that the issue is fixed after this change. The issue should be resolved for the user. Please let us know if the issue is still occurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt replicate this issue was not needed as the issue in question was actually designed software behavior. The issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_r: after conducting a thorough investigation, we have found that the care partners was receiving a no data error because the a patient was not ingesting data at the time. This is most likely due to internet connection issues on the patient end. The patient appears to be ingesting data regularly now. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: for future issues, please ensure patient is ingesting data as if the patient is not ingesting this can cause a no data error for the cp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using test account oustestpat6 on the ous test environment was conducted and confirmed the issue is reproducible. This issue is confirmed. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in 10938952doc_r. After conducting a thorough investigation, we noticed that a json exception error was occurring inside the periodic packet validation lambda. The periodic validation lambda is responsible for validating incoming data packets. The error prevented the processing of any subsequent packets for the affected session, thereby halting data flow for that particular instance. This was because of an incorrect instrumentation parameter being set for logging which caused the error to occur. This has been resolved via configuration change to a logging collector class in which the instrumentation parameter is able to handle the data correctly. This fix has been validated through internal testing. Additional infrastructure changes have been performed to the periodic validation lambda to prevent any future container related errors. As of now, there seems to be no cases in which packets are failing incorrectly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.